Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch due to lead noise was noted. Slowly decreasing pli was also observed. Review of the episodes revealed external noise on v sense amp indicates possible lead damage. Programming changes will be discussed with the physician.